Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. No weak battery error alarm after battery change noted and unable to check operating currents due to motor error alarm. The insulin pump has cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that customer received low reservoir alarm, weak battery alarm and motor error alarm. During troubleshooting for motor error alarm, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.